Manufacturer narrative:
Device investigation underway - this will be filed in a follow up report. (B)(4)

Event description:
The incident report contained the following information: "procedure name: sfa cto. Upn description: victory 14, 300 cm, 12 g. Batch/lot/ser (b/l/s) #: 0010807678. Product expected: yes. Procedure outcome: completed with another with same device. Patient complications: none. Anatomy location: sfa. When the problem noticed: during procedure. First time unit was used: yes. Treatment or diagnosis: treatment. Re-sterilized? (Reprocessed): no. Where did problem occur: inside the patient."

Manufacturer narrative:
Inspection of returned product summary: the complaint incident contained information that the victory guidewire became fractured during the procedure of crossing chronically totally occluded and severely calcified lesion in the superficial femoral artery (sfa). The complaint dialog provides information that due to the lesion anatomy there was friction experienced due to the lesion anatomy. The guidewire was removed from the patient anatomy with no friction experienced. The procedure was completed with another victory guidewire. There was no patient complications due to the incident reported. There was no significant clinical delay as a result of the incident. The complaint dialog provides information that there was no detached part of the guidewire. Upon inspection of the returned guidewire, it was confirmed that approximately 2.4 cm of the distal portion was missing. The guidewire polymer jacket and the coil lengths were found to be outside the specification due to the guidewire distal end being fractured. The coil was found to be stretched and fractured. The guidewire was found to be severely deformed (bent and kinked) on the distal and proximal portions. Additionally there were signs of delamination observed on the proximal end of the polymer jacket. All this might suggest that the guidewire was exposed to robust handling by the physician during the procedure. The sem analysis was performed on the fracture surface of the guidewire. There were observed micro-voids clearly visible on the fracture face of the wire, these are indicative of the wire's ductility. Some of the larger voids are indicative of areas where many smaller voids grew, and the adjacent walls eventually were destroyed, to create larger voids and ultimately fracture of the wire. The elongated walls of the voids, coupled with a swirling flow pattern are suggestive of failure due to torsional overloading, which could have occurred if the guidewire became stuck, the physician did not realise this in time but continued to turn the guidewire. Upon edx analysis of the feature found on the fracture surface it was found that the surface contamination was shown to be tin-based. This contamination happened after the time of fracture, but it is not known how. It is evident that this occurred post fracture, as the micro-voids can be seen beneath the tin layer. The layer of tin is not an inclusion of any sort and had no involvement in cause of failure of the guidewire. The fracture was found to be ductile in nature and attributed predominantly to torsional overloading. The device lot history records have shown that there were no anomalies or non-conformances raised that could have contributed to this failure mode. The tensile and torque tests of the finished device were performed according to the specification and passed. The other required tests and inspections were performed and passed. There is no evidence to suggest that the design of the guidewire or any manufacturing related concerns has contributed to the incident. It is therefore likely that the guidewire fractured after being challenged beyond its design capabilities during the procedure and this remains the main cause of this incident. Attachment: [(B)(4)complaintinvestigationform.pdf].

Event description:
The incident report contained the following information: "procedure name: sfa cto. Upn description: victory 14, 300 cm, 12 g. Batch/lot/ser (b/l/s) #: 0010807678. Product expected: yes. Procedure outcome: completed with another with same device. Patient complications: none. Anatomy location: sfa. When the problem noticed: during procedure. First time unit was used: yes. Treatment or diagnosis: treatment. Re-sterilized? (Reprocessed): no. Where did problem occur: inside the patient".